Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated medication for his symptom. The customer was admitted to (B)(6) medical in (B)(6) on (B)(6) 2015. The customer states the doctor thinks the insulin pump isn't working. The customer insulin pump was replaced. The customer had a second emergency room visit on (B)(6) 2015. The customer was admitted to (B)(6) medical center in (B)(6). The customer was given another IV and a manual injection. The doctor said he was in diabetic ketoacidosis. The blood glucose slowly came down. The doctor's concluded the insulin pump isn't working. The customer declines troubleshoot, just wants to replace insulin pump.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/a33 test due to faulty fsr (gold). Unable to complete functional test due to prime anomaly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.